Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 279, 165, 142, 236 and 156 mg/dl. The customer¿s expected am fasting blood glucose test result range is 88-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Customer's test strips are expired: manufacturer¿s expiration date is 07/31/2021. The customer did have another vial of test strips that were not expired. During the call, a blood test was performed by the customer fasting and produced test result of 294 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history (date/time not set up, customer stated she tests daily in the am): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 10-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.